Manufacturer narrative:
1. Summary of investigation results: the customer had no further issues after the service visit. The investigation determined the event was consistent with an issue with the pipetting mechanism. 2. Summary of follow-up/corrective actions taken: the field service engineer (fse) replaced a valve, cleaned the hydraulic line, performed air purges and liquid flow cleaning, and conditioned the measuring cells. The customer replaced the reagents. Calibration, qc, and patient results were all acceptable. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Event description:
1. Describe the event: there was an allegation of questionable results for 1 patient sample tested for elecsys t4 on a cobas e 411 analyzer (rack system). 2. Patient age range: 74 years. 3. Patient weight range: 75 kg. 4. Patient sex breakdown: male. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.